Event description:
It was reported that the balloon could not be withdrawn. A 9mm x 60mm x 75cm express ld vascular balloon-expandable stent system was selected for use. During the procedure, the balloon was inflated to expand the stent. After releasing the stent, the balloon was unable to be withdrawn despite optimal deflation. Surgery was required to remove the balloon. No further patient complications were reported.

Manufacturer narrative:
Device was returned and analyzed by manufacturer. The device was received with a complete break in the shaft. The proximal section of the device including the manifold/hub was not returned for analysis. Sheath compatibility specification: the recommended introducer sheath size for this express ld device as per express specification is a 7fr. The device was received inside the customers 7fr sheath. For investigation purposes the investigator removed the device from the sheath. Balloon: a visual examination of the returned device confirmed that the stent had been deployed from the balloon. Due to a complete break of the shaft, a leak test could not be carried out. A microscopic examination could find no issues with the balloon material. Stent: a visual examination found the to have been deployed from the balloon material. The stent was not returned as it was implanted in the patient. Tip: no issues were noted with the of the device's tip. Shaft: a visual and tactile examination identified a complete break of the shaft located approximately 30mm proximal of the proximal balloon sleeve. The break most probably occurred due to excessive force being applied on withdrawal through the sheath.

Event description:
It was reported that the balloon could not be withdrawn. A 9mm x 60mm x 75cm express ld vascular balloon-expandable stent system was selected for use. During the procedure, the balloon was inflated to expand the stent. After releasing the stent, the balloon was unable to be withdrawn despite optimal deflation. Surgery was required to remove the balloon. No further patient complications were reported.